Manufacturer narrative:
Patient¿s date of birth, sex, and weight were not provided. (B)(4). Approximate age of device ¿ 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while at a clinic visit, system controller history interrogation revealed pump stoppage events. The patient had been sitting up in bed and the system controller was connected to a grounded power module patient cable at the time. The pump stoppages were unable to be reproduced in the clinic. No clinical symptoms were reported related to the event. The submitted log file and cxr were reviewed by a representative of the manufacturer's technical services team. The log file confirmed the event, and x-ray images revealed a few areas of concern on the driveline. A distal end percutaneous lead (driveline) replacement was declined, and the patient was discharged with an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was not returning for evaluation as the device remained in use at the time of the event. The device was subsequently received after the patient underwent a pump exchange (reported under medwatch MFR report # 2916596-2017-01598). Device evaluation: the patient remained ongoing on (B)(4) until they underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis. Thrombus was confirmed during disassembly of the returned pump. The pump exchange and the investigation findings for thrombus are reported under medwatch MFR report # 2916596-2017-01598. This medwatch report covers the investigation findings for the suspected driveline damage. The pump was returned with the driveline severed approximately 14.5 inches from the pump housing and the severed portion of driveline was not returned. The sealed outflow graft and outflow graft bend relief were not returned. The attachment of the driveline to the outlet housing was intact and appeared to be free of damage. Removal of the silastic sleeve revealed areas with shield breakdown. Electrical continuity testing of the 14.5 inch pump end portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed an insulation breach in the orange wire approximately 9 inches from the pump housing. The conductors of the orange wire were exposed. The insulation breach of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the orange wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.